Event description:
Patient was intubated on admission in the emergency room. Patient was admitted to intensive care unit, and went three days without any issues with the endotracheal tube. Registered therapist (rt) noted at start of shift that the cuff was working without indications of an air leak. Later in during the shift, rt noticed that the ventilator was not delivering the correct volume. Rt added air to the cuff but air leak continued. Intensivist notified and md reintubated the patient with a new device. No lot # and packaging available.